Event description:
It was reported that during the device changeout, the physician noticed that the right atrial (ra) lead had insulation damage. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pacemaker, (B)(6) 2005; 4074 implantable pacing lead, (B)(6) 2005. (B)(4).